Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, display issues were observed on the screen of the programmer when performing an atrial threshold test. The atrial channel was black, while an unexpected egm was displayed in the ventricular channel.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on 28 may 2020, display issues were observed on the screen of the programmer when performing an atrial threshold test. The atrial channel was black, while an unexpected egm was displayed in the ventricular channel.

Manufacturer narrative:
Analysis revealed that the abnormal display of the real time test most probably resulted from an inadequate software management of the programmer screen refresh.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, display issues were observed on the screen of the programmer when performing an atrial threshold test. The atrial channel was black, while an unexpected egm was displayed in the ventricular channel.